Event description:
Right total hip arthroplasty osteolysis.

Manufacturer narrative:
The information on this per was provided by (B)(4). No additional information is available at this time. As per information received, the device are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available then it will be submitted in a supplemental report.